Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited jet tube and nozzle had foreign objects. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: air water cylinder and suction cylinder had no color, due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained, due to dirt on objective lens, the image had a stain, due to clogging of nozzle, no air and water was fed, due to wear of angle wire, bending angle in up direction did not meet the standard value, plastic distal end cover and objective lens, and the universal cord had a scratch, light guide lens had a chip, bending tube was damaged, and the adhesive on the bending section cover was detached. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.